Event description:
It was reported that the patient presented during implant procedure. During procedure, it was noted that the implantable cardioverter defibrillator(ICD) exhibited oversensing causing inhibition of pacing when the device is tapped inside and outside of the pocket. It was also noted that the right ventricular lead was difficult to be inserted into the header of the ICD and the torque wrench had connectivity issues with the ICD. The reported device was not installed and the procedure was completed with an alternative ICD on 11 dec 2023. The patient was in stable condition.

Manufacturer narrative:
The reported field event of insertion difficulty, connection anomaly, and oversensing were confirmed. As received, a device was returned for analysis. A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Analysis revealed all the setscrews were stripped and contained septa material inside the hex cavity. This material in the hex cavity prevented full insertion of the torque driver and resulted in the reported events of insertion difficulty and connection anomaly. The reported event of oversensing was confirmed via review of the device data and was determined to be due to the leads not being fully inserted or secured.